Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the pituitary jaw broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior shaft is cracked and bent downward at the centerline of the lower pivot pin, and the pin is out of position. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.